Event description:
It was reported to ventec that the lcd touchscreen on the device had locked-up and become unresponsive. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The patient was placed on another ventilator for support.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the lcd touchscreen locking up and becoming unresponsive could not be duplicated or verified. Proper device operation was observed through functional and performance testing. Ventec reviewed the device¿s downloaded electronic records and found no system fault alarms or abnormal reboot events. The cause of the reported issue could not be determined.